Manufacturer narrative:
(B)(4). The analysis results found that the device was received with a piece of dried tissue at the slit of the duckbill, causing the deformation of the seal and leading leaking issues. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, after about an hour into the operation the seal on this port began to leak gas. When tapped with a thumb it worked. Then eventually even tapping it did not return the seal to working. This port was used for 5mm instruments (ultrasonic, clip appliers, needleholders, graspers). The 10mm scope was put through this port only for about five minutes. The instruments were always placed alongside one of the two clips that attach the seal to the top of the port. In order to manage the problem during the procedure they put a thumb over the top when no instrument was inserted. "A 5mm instrument in the gas generally did not leak." The number of minutes the procedure was prolonged is unknown. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, after about an hour into the operation, the seal on this port began to leak gas. When tapped with a thumb it worked. Then eventually even tapping it did not return the seal to working. This port was used for 5mm instruments (ultrasonic, clip appliers, needleholders, graspers). The 10mm scope was put through this port only for about five minutes. The instruments were always placed alongside one of the two clips that attach the seal to the top of the port. In order to manage the problem during the procedure they put a thumb over the top when no instrument was inserted. "A 5mm instrument in the gas generally did not leak." The number of minutes the procedure was prolonged is unknown. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not really. What was the gas consumption rate or volume (liter/minute)? Didn't take note rep. Were you able to identify where the leak was coming from? Think both seals leaky. Initially touching the universal seal was enough to get it airtight again, but eventually this was not possible. We unlocked the housing to look at the inner seal which seems to be open abit though there is a lump of tissue on it-I am sending it as it was handed out to me. Was a device inserted in the trocar during the leaking? If so, what device? When the ultrasonic or clip applier was in the trocar it did not really leak. Was any torque being applied to the trocar or device? If torque was applied it was by the housing release lever.